Event description:
This is a report of peritonitis in a patient coincident with dianeal and extraneal therapies for kidney failure. On an unreported date, dianeal 1.5% was withdrawn. Dianeal 2.5% and extraneal therapies were ongoing. The patient was diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. The patient was not hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was started treatment with vancomycin (every 5 days, ip, and dose not reported) for peritonitis. Treatment with vancomycin was stopped. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The occurrence date was unknown, however, it was reported the event occurred in (B)(6) 2013. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.